Event description:
It was reported that the patient presented for a device implant procedure. After the implant procedure during ventricular non-invasive program stimulation the start button was pressed and released after a specified number of seconds, but the merlin programmer froze and became inoperable. The programmer was powered off by forced termination. Additionally, the event was confirmed multiple times on the same day. No patient consequences.